Manufacturer narrative:
Investigation summary: the customer issued a complaint for unable to activate after injection step. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The photo clearly indicated on the sample that the injection step had not been completed and as a result the plunger rod had not been pushed fully in which means the trigger fingers have not been activated. As a result, the needle guard is not deployed. As a results samples are not required. The customer stated that ¿towards the end of the liquid entering the sub cutaneous tissue, the plunger stopped and would not depress any further. After applying as much pressure as possible I withdrew the syringe, out of the skin. The needle did not retract.¿ the syringe therefore cannot be excluded as the cause of the plunger rod not being pushed fully into the ultrasafe plus. As complaint is not due to a bd cause a batch history record review will not be performed. Batch history record not applicable since this is due to user not completing the injection and as a result the plunger rod does not engage the trigger.

Event description:
It was reported that ultrasafe plus x100l png clear would not activate the safety guard. The following information was provided by the initial reporter: the needle inserted into the abdomen as usual, and the plunger responded to pressure from my thumb as usual. Towards the end of the liquid entering the sub cutaneous tissue, the plunger stopped and would not depress any further. After applying as much pressure as possible I withdrew the syringe, out of the skin. The needle did not retract. It appears the client received all the contents of the syringe, however there was no ¿ squishy¿ sound at the end, as usual.